Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from underneath the white blood cell (wbc) bath in the coulter lh 750 hematology analyzer. The volume of the leak was approximately 2 - 3 ml and was not contained within the instrument. The customer was in the process or running a patient sample when the leak was observed. The sample was rerun on another instrument and compared the results and the results matched. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated; however, a failure mode was identified which has the potential to cause erroneous results for wbc and hemoglobin due to sample dilution or carryover.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed that the source of the leak was a worn o-ring at a wbc aperture. The fse replaced all three (3) o-rings for the wbc apertures. No further evidence of leaking was observed after service was performed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).